Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that a bd precisionglide¿ specialty use sterile hypodermic needle has needles that are not staying attached when injecting. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: six samples were returned for evaluation. One was used, and five were still in the original packaging. The samples were visually inspected, and attached to a luer-lok and a slip tip syringe. No issues were observed therefore failure mode was not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of syringe needle connectivity issue with lot #8025978 regarding item #305128.

Event description:
It was reported that a bd precisionglide¿ specialty use sterile hypodermic needle has needles that are not staying attached when injecting. There was no report of exposure, serious injury or medical intervention.